Event description:
A customer advised MFR's distributor that, while the unit was in use on a patient, the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The distributor observed that the unit shutdown after 10 minutes of use and displayed "low battery (ext)", while being powered from an ac source. The company representative replaced the power supply. The unit was tested to factory specification. It functioned normally and was returned to the customer.